Event description:
During routine CT of abdomen, pt complaining of chest pain, shortness of breath and was coughing following the start of IV contrast injection. Injection of contrast stopped. Air bubbles seen in right atrium and right ventricle. Pt symptoms resolved with 100% o2, nitropaste and hyperbaric 02 treatment.